Manufacturer narrative:
On.(B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent a breast augmentation revision with unknown mentor gel-filled breast implant that the right side ruptured and there was an issue with capsular contracture at the left side after implantation. The capsular contracture was baker grade IV. As a result, the patient had bilateral removal on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor. The device received without fluid. White foreign material was observed within the device and no material observed on shell surface. Device appears with a crease on the anterior aspect. No anomalies were found. Since mentor performs inspection of 100% of devices prior to release, product evaluation concluded that the creases occurred sometime after the removal of the device from its protective packaging. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Additional information received on 04/24/2018 indicated that the replacement device are as follow: left catalog number 3502001bc, lot number 7479919, serial number (B)(4). Right catalog number 3502001bc, lot number 7306712, serial number (B)(4). Per additional information received on 4/26/2018, the complaint devices were unknown mentor saline device,not gel. Manufacturer¿s reference number: (B)(4).